Manufacturer narrative:
Evaluation result: obstruction. Release pedal.

Event description:
It was reported by service report that the litter would not go up. No patient involvement or adverse consequences are reported.